Manufacturer narrative:
Motor error alarm during rewind due to corroded motor home switch. Unable to perform displacement test due to motor error alarm. Insulin pump had cracked belt clip slot and cracked reservoir tube lip.

Event description:
Customer reported her insulin pump alarmed motor error at insulin bolus dose delivery. During troubleshooting; customer stated she does not use the sensor feature and she is unable to rewind the insulin pump. Blood glucose level is 144 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.